Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Medtronic provided the following information: it was reported that during a cardiac ablation procedure, the sphere 9 catheter was positioned on the tricuspid valve side near another manufacturers implantable cardioverter defibrillator lead. After a five second radiofrequency lesion was delivered, the patient went into ventricular fibrillation. The procedure was temporarily interrupted, and cardioversion was performed to successfully restore sinus rhythm. The physician then continued the ablation at a position more medial to the implantable cardioverter defibrillator lead. The procedure was completed with affera. No further patient complications have been reported as a result of this event. The biotronik serial number was unable to be obtained. Should additional information be received this file will be updated.